Event description:
It was reported that an ilet user experienced recurring dexcom g7 signal loss to the ilet while the dexcom mobile app continued to receive readings, resulting in frequent sensor reconnecting events and brief sensor issues noted in device logs; troubleshooting and education were provided, including guidance to co-locate ilet and sensor on the same body side, keep the ilet screen facing out, enter the pairing code on the ilet first, avoid charging off body during wear, and replace sensors when repeated disconnects occur. Symptoms included intermittent loss of cgm data to the ilet without hypoglycemia or hyperglycemia and without alarms or alerts. Outcomes included no adverse health effects, no hospitalization, and no impact to blood glucose management as corroborated by prior reporting. Investigation included review of reports and engineering logs and assessment of use conditions and connectivity behavior. Investigation of this case revealed recurrent signal interruptions between the g7 transmitter and the ilet consistent with connectivity issues at the system interface, while the dexcom app backfilled data that masked gaps observed on the ilet, suggesting a communication reliability problem rather than a sensor measurement problem. It was concluded, based on previously established findings for similar reports, that the cause was likely use conditions and environmental factors affecting bluetooth communication, with device replacement to be considered only if issues persist after the prescribed troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.